Manufacturer narrative:
Insulin pump was received with broken battery cap, broken battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner, cracked lcd window, minor scratched lcd window and missing endcap sticker.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was broken causing battery to be held in with tape. Customer reported that damage occurred while attempting to tighten battery cap. Customer's blood glucose was 192 mg/dl. Customer was advised that insulin pump would need to be replaced.